Event description:
Catheter broke while being removed. Portion of catheter retained in patient. Patient underwent surgery to remove remainder of catheter.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was reported as available for evaluation, but has not been received. Without the actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. It was reported that the catheter broke during removal, leaving a segment inside the patient. Additional surgery was required to remove the remaining segment. The physician stated that the catheter may have been nicked with the suture. Based on the information stated in the dfu, the damage to the catheter and the technique used during the removal of the catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks, "preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth nothing that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.